Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states they have had multiple pump replacements, and all for no delivery issues. The customer's blood glucose level at the time of incident was 225mg/dl. The customer was advised to run test and push insulin slowly through the tubing. The customer states it felt like something was clogged and it was cleared with a hard push. The customer states that insulin did exit with manual prime. The customer was advised that the pump was functioning as designed. The customer was advised the alarm was caused by set and or reservoir occlusion.